Event description:
It was reported that during a stent procedure, upon loading the stent delivery system (sds) onto the guide wire, the tip of the sds came off. There was no report of any resistance. Reportedly, there was no pt involvement with this unit.